Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of medication for non-malignant pain. The pt began to experience increased pain and an x-ray rotor test showed the pump rotor had stopped. The pump was explanted in 1999. The device was returned to the manufacturer for analysis. Another synchromed pump was implanted in 1999 and the pt resumed the intrathecal pain medication.